Event description:
Patient reported their dentist has recommended them discontinuing use of byte aligners. The dentist provided a letter of recommendation that states the aligners have shifted the patient's teeth into malocclusion and can cause damage and discomfort to the patient. The dentist will monitor the occlusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.